Manufacturer narrative:
Contact office correction: (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. G1 the manufacturer¿s contact person address is (B)(4).

Event description:
During a surgical procedure on an anesthetized patient, the specified attending clinical staff experienced an instability on the measured inspiratory oxygen percentage making them unsure about whether this was only a measurement error or an oxygen delivery failure. However no emergency actions were done to prevent harm to the patient and the procedure was terminated after the surgery was completed as planned. There was no report of any patient impact.